Event description:
At 1535 check band alarm. Sensor adjusted. On (B)(6) 2011: at 1820 check band alarm. Adjusted. On (B)(6) 2011: at 1830 check band alarm. Adjusted again. On (B)(6) 2011: at 2100 red cut band alert. Band on with sensor secure. On (B)(6) 2011: at 2130 red cut band alert. Changed out band and sensor tho appears ok. Multiple alarms despite band and sensor seeming to be ok. Exp date: sensor (B)(4).